Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was attempted but not used because "the helix could not be unscrewed." A different lead was implanted. No patient complications have been reported as a result of this event.